Manufacturer narrative:
As of today the device has not been returned for analysis. Should the device be returned and analysis completed, this report will be udpdated.

Event description:
Boston scientific received information that this device and the associated lead displayed noise, oversensing, loss of capture and low pace impedance of less than 200 ohms. The patient was seen for a surgical revision procedure where the device was explanted and the lead was surgically abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device has been returned for analysis.